Event description:
Medtronic received information that during use of a Fusion Oxygenator, the customer reported an issue that involved a high delta pressure. The activated clotting time (ACT) was greater than 500 seconds. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the pressure increased slowly. There was 1000ml of Sterofundin, 10.000 iE of Heparin and 2.1 ml /kg of Manitol used during priming. The pressure was measured at greater than 690mHg pre oxygenator. Heparin dosing was monitored using an ACT and it was greater than 500 seconds at the time of the event. Post temperature was approximately 33 degrees celsius.

Manufacturer narrative:
Device Evaluation Summary: Visual inspection shows evidence of clots/fibrin. The device was cleaned using a renalin solution. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmHg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. Testing was conducted at a 1:1 ratio (7lpm blood <(><<)>(><(>&<)><(><<)>)> gas flows) the results are as follows:¿ 315 mmHg Blood side pressure drop. Reason for return was undetermined. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA (#726178) action. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.